Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I result was obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent lot 3215 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3215 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3215. Additionally, an instrument issue did not likely contribute to the event as within run precision testing using a known troponin I free sample on the vitros 5600 integrated system yielded results that were within acceptable guidelines. The customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing is not a likely contributing factor.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.309 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. Heparin treatment was started after the first result but stopped based on the second result. A corrected report was issued after the confirmation of the repeat result. Ortho has not been made aware of any allegation of patient harm as a result of this event. (B)(4).